Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
02/11/1999-supplemental report sent to FDA. The reported condition was confirmed. Our analysis showed a piece of plastic became lodged in the upper cartridge. This caused the pusher bar to bow and prevented the follower from advancing the three remaining clips. The exact cause could not be reliably determined.